Event description:
It was reported that the caller experienced a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided complete reset information and guided the caller through the pump reset process. After the reset, the issue was resolved, and the caller successfully initiated their sensor session.